Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned needle featured a small section of its cannulated tip crumpled upwards along the beveled core and split along one side. This may have been the result of stress applied during insertion of the needle. A review of the device history record could not be performed since the lot number was not provided. Confidence kit parts do not feature their lot number on their surface. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. The root cause of the needle tip becoming crimped and split cannot be determined from the samples and the information provided. A potential root cause may be inadvertently applying enough force on the tip of the needle to cause it to break in this manner. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4).

Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the end of needle tore during use. No patient impact. Was surgery delayed due to the reported event? --> no, action taken when event occurred? --> new needle used, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown.